Manufacturer narrative:
The ultrasound bronchoscope referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the users' report of difficulty in deflating balloons. The ultrasonic bronchoscope was tested with new olympus maj-1351 balloons, and operated appropriately. The device was further evaluated and passed all standard tests and procedure. The cause of the reported phenomenon cannot be conclusively determined. Per the user facility's request, an olympus endoscopy support specialist was dispatched to provide in-service training on endoscope reprocessing. If significant, additional info becomes available, a supplemental report will be provided.

Event description:
The user facility reported to have experienced difficulty in deflating the balloon on the distal end of a ultrasonic bronchoscope during an endobronchial ultrasound procedure. The users reportedly withdrew the bronchoscope while the balloon was "slightly inflated." The users stated while the ultrasonic bronchoscope was outside the pt, they removed the initial balloon and attached a second. The users then attempted to reinflate the second balloon. They were reportedly successful in reinflating the second balloon, but allegedly could not deflate it again. The users reportedly utilized a different videobronchoscope to complete the procedure. There were no pt injury associated with this event.